Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed.

Event description:
Lapchole - a patient underwent a lapchole without any issue or remarks on 2015. This patient went again in the hospital on (B)(6) 2017 for a rx control and the clinicians noticed a metal round object into the abdomen. The surgeon and the nurses checked the patient folder and saw that at the time of the operation they used our products and the only item that could have such component is the guide bead of the inzii bag. The surgeon need to know the material of the bead in order to assess if he need to re-operate the patient. Patient status: no problem in relation to this event.